Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer 4 was failed. A field service engineer (fse) found no lights on the controller or drawer boards and replaced both. A missing magnet in the inseparable was also replaced. The drawer was reinstalled, all cables were secured, and the unit was powered on. The barcode scanner arm was tightened. In the application, the user assigned the drawer to position 4, and the drawer was inventoried successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ir2 drawer failed to open and displayed device was not detected on bus. Customer observed mother board was bad. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.